Event description:
Customer reported that the insulin pump returned a button error alarm. Customer reported that the buttons on the insulin pump's keypad were unresponsive. Customer stated that the insulin pump may have recently been exposed to sweat. Blood glucose level was 78 mg/dl at the time of the call.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)